Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during an idiopathic vt ablation procedure with a qdot micro¿ catheter, the patient experienced complete heart block. During an idiopathic vt case, complete heart block was noticed in the patient. The patient did have a left bundle branch block at baseline, prior to the procedure. The physician proceeded with ablation on the right bundle branch. While ablating in the right ventricle with the qdot micro¿ catheter, complete heart block was discovered and confirmed on the recording system. The medical intervention provided to the patient was implanting a pacemaker. The patient was in stable condition. The decanav® catheter and a soundstar® catheter were still in the body at the time. The qdot micro¿ catheter, decanav® catheter and the soundstar are not available for return, and the qdot was discarded. The physician¿s opinion on the cause of this adverse event was ablated near the r bundle and ended up causing block. No product malfunction was described.